Event description:
It was reported that due to a pump connection tube crack the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the issues were noticed by the patient when his device stopped working properly. This started to occur 2 weeks before this surgery and the patient got well after this surgery.

Event description:
It was reported that due to a pump connection tube crack the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the issues were noticed by the patient when his device stopped working properly. This started to occur 2 weeks before this surgery and the patient got well after this surgery.

Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was cut down to the pump block and no connectors were received. No leaks were identified in the pump. Contamination was present resulting in an inability to functionally test the pump. No connectors returned. Product analysis was unable to confirm the reported events.